Manufacturer narrative:
(B)(4). (B)(4). Concomitant medical products: vanguard complete knee system xp tibial tray, cat#: 195755, lot#: 044000. Vanguard complete knee system xp lateral bearing, cat#: 195814, lot#: 553820. Vanguard complete knee system xp medial bearing, cat#: 195884, lot#: 140130. (B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04986, 0001825034-2017-04987, 0001825034-2017-04988.

Event description:
It was reported that the patient suffered from lysis of adhesions and soft tissue complications and was reported to have undergone a synovectomy. No additional patient consequences were reported.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends